Event description:
Related manufacturer reference number: 2017865-2021-32326. It was reported that the patient presented for generator change procedure. During the procedure, it was noted that the physician had difficulty removing the right atrial (ra) lead from the header of the implantable cardioverter defibrillator (ICD). The physician was ultimately successful and was able to exchange the ICD. The patient was in stable condition after the procedure.

Manufacturer narrative:
Final analysis found the device was returned without an atrial lead, an atrial set screw, and the septum was removed. The atrial and ventricular lead ports were measured and were found to be within specification. The device was tested on the bench and no lead insertion or removal failures were found. The cause of the reported event could not be determined.